Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218500, model:sc-2218-50, serial:(B)(6), batch:7162252, UDI:(B)(4). Product family: scs-linear leads upn:m365sc2218500, model:sc-2218-50, serial: (B)(6), batch:7150383, UDI:(B)(4). Product family: scs-lead fixation upn:m365sc43160, model:sc-4316, serial: na, batch:35307694, UDI:(B)(4).

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) incision site. The patient underwent a spinal cord stimulation (scs) system explant procedure. There were no reported complications postoperatively. The explanted devices were not returned due to hospital policy.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) incision site. The patient underwent a spinal cord stimulation (scs) system explant procedure. There were no reported complications postoperatively. The explanted devices were not returned due to hospital policy. Additional information was received that symptom of redness was observed at the ipg site. It was also noted that the patient had removed the wound dressing prior to physician's recommendation.